Manufacturer narrative:
One used catheter which came inside of a plastic bag containing two clamps on both extensions and one posi flow which showed signs of use (blood) was received for analysis. The sample is from a 1.fr dual lumen PICC tray. During the leak test, the sample did leak confirming the reported issue. Manufacturing performs 100% leak testing as per procedure which would identify the reported issue during the catheter assembly process. This ensures components and finished products meet all quality inspection standards. These controls include but are not limited to material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The uvc catheter showed signs of being used in a patient. For these reasons the potential cause may be attributed to the manner of which the device was used including any form of repositioning or movement of the product. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that there was a crack in the PICC discovered upon hookup of new drips. The PICC had lipids running at 1 ml/hr with no issue/leaking; however, when new drips hooked up at a total of 10.5 ml/hr combined, the PICC was found to have a steady leak.